Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia") in a 27-year-old female patient who had essure (batch no. 826829-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (advil), paracetamol (tylenol) and tramadol for back pain as well as cilest (tri-sprintec) and sertraline (zoloft) since 2000. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 8 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("pain lower abdomen") and back pain ("back pain"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2011, the patient experienced mood altered ("hormonal changes; moody"), hot flush ("hot flashes"), anxiety ("mental anguish") and depression ("psychological or psychiatric problems: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy/ oophorectomy (one side removal of ovary)) and surgery (ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, mood altered, hot flush, anxiety, back pain and depression outcome was unknown and the vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, hot flush, menorrhagia, mood altered, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 16-oct-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information updated. Outcome of vaginal haemorrhage was updated from unknown to recovered/resolved incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia") in a female patient who had essure (batch no. 826829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (advil), paracetamol (tylenol), sertraline (zoloft) since 2000 and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced anxiety ("mental anguish") and depression ("psychological or psychiatric problems: depression"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced mood altered ("hormonal changes; moody") and hot flush ("hot flashes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain lower abdomen") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, mood altered, hot flush, anxiety, back pain and depression outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, hot flush, menorrhagia, mood altered, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 10-jul-2018: pfs and medical record received: lot number, reporter information, patient details, product information, concomitant drugs and events- abnormal bleeding (vaginal), dysmenorrhea, moody, hot flashes, psychological or psychiatric problems: depression, mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia") in a female patient who had essure (batch no. 826829-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (advil), paracetamol (tylenol), sertraline (zoloft) since 2000 and tramadol. In (B)(6) 2011, the patient experienced anxiety ("mental anguish") and depression ("psychological or psychiatric problems: depression"). On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced mood altered ("hormonal changes; moody") and hot flush ("hot flashes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain lower abdomen") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, mood altered, hot flush, anxiety, back pain and depression outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, hot flush, menorrhagia, mood altered, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metallic coils within the cornua'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in a 27-year-old female patient who had essure (batch no. 826829-not valid,825629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy, dyspareunia, vaginal discharge abnormality, upper respiratory infection, fatigue, malaise, dysuria, arthralgia, musculoskeletal ambulation disability symptom complex, pain, pain and knee pain. Concurrent conditions included phlebitis, ovarian cyst nos, uterine fibroids, leg pain, ovarian mass, stress incontinence, hyperlipidemia, ankle sprain, allergic rhinitis, backache, cervicitis, hypercholesterolemia, joint pain, lymphadenopathy, meralgia paresthetica, nicotine dependence, obesity, pharyngitis, sciatica, stomach pain, abdominal pain, productive cough, groin pain, back pain, cramp in lower abdomen and endometrial biopsy. Concomitant products included ibuprofen, paracetamol (tylenol) and tramadol for back pain as well as atorvastatin calcium, atorvastatin calcium (lipitor), azithromycin, ethinylestradiol;norethisterone acetate (microgestin), ethinylestradiol;norgestimate (ortho tri-cyclen), ethinylestradiol;norgestimate (tri-sprintec), phentermine hydrochloride (phentermine hcl), sertraline hydrochloride, sertraline hydrochloride (zoloft) since 2000 and vitamins nos (multivitamin). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal),vaginal bleeding"), abdominal pain lower ("pain lower abdomen") and back pain ("back pain"), 8 days after insertion of essure. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2011, the patient experienced mood altered ("hormonal changes; moody,mood swings"), hot flush ("hot flashes"), anxiety ("mental anguish") and depression ("psychological or psychiatric problems: depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and d and c and total hysterectomy and bilateral salpingectomy/ oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, pelvic pain, menorrhagia, dysmenorrhoea, mood altered, hot flush, anxiety, back pain, depression and dyspareunia outcome was unknown and the vaginal haemorrhage, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, hot flush, menorrhagia, mood altered, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2012 & (B)(6) 2014 on 22-nov-2011 patient undergo for hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record : embedded device, menorrhagia, depression, back pain and abdominal pain lower. Most recent follow-up information incorporated above includes: on 9-mar-2020: fu 13 and 14 processed together. Pfs received : lot number added. Folowing events were added : dyspareunia, abdominal pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metallic coils within the cornua'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in a 27-year-old female patient who had essure (batch no. 826829-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy. Concomitant products included ibuprofen, paracetamol (tylenol) and tramadol for back pain as well as ethinylestradiol;norgestimate (tri-sprintec) and sertraline hydrochloride (zoloft) since 2000. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("pain lower abdomen") and back pain ("back pain"), 8 days after insertion of essure. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2011, the patient experienced mood altered ("hormonal changes; moody"), hot flush ("hot flashes"), anxiety ("mental anguish") and depression ("psychological or psychiatric problems: depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and total hysterectomy and bilateral salpingectomy/ oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, pelvic pain, menorrhagia, dysmenorrhoea, mood altered, hot flush, anxiety, back pain and depression outcome was unknown and the vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, embedded device, hot flush, menorrhagia, mood altered, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2012 & (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded.. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record : embedded device most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received: new event: "embedded metallic coils within the cornua", medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metallic coils within the cornua'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in a 27-year-old female patient who had essure (batch no. 826829-not valid,825629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy, dyspareunia, vaginal discharge abnormality, upper respiratory infection, fatigue, malaise, dysuria, arthralgia, musculoskeletal ambulation disability symptom complex, pain, pain and knee pain. Concurrent conditions included phlebitis, ovarian cyst nos, uterine fibroids, leg pain, ovarian mass, stress incontinence, hyperlipidemia, ankle sprain, allergic rhinitis, backache, cervicitis, hypercholesterolemia, joint pain, lymphadenopathy, meralgia paresthetica, nicotine dependence, obesity, pharyngitis, sciatica, stomach pain, abdominal pain, productive cough, groin pain, back pain, cramp in lower abdomen and endometrial biopsy. Concomitant products included ibuprofen, paracetamol (tylenol) and tramadol for back pain as well as atorvastatin calcium, atorvastatin calcium (lipitor), azithromycin, ethinylestradiol;norethisterone acetate (microgestin), ethinylestradiol;norgestimate (ortho tri-cyclen), ethinylestradiol;norgestimate (tri-sprintec), phentermine hydrochloride (phentermine hcl), sertraline hydrochloride, sertraline hydrochloride (zoloft) since 2000 and vitamins nos (multivitamin). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal),vaginal bleeding"), abdominal pain lower ("pain lower abdomen") and back pain ("back pain"), 8 days after insertion of essure. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2011, the patient experienced mood altered ("hormonal changes; moody,mood swings"), hot flush ("hot flashes"), anxiety ("mental anguish") and depression ("psychological or psychiatric problems: depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and d and c and total hysterectomy and bilateral salpingectomy/ oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, pelvic pain, menorrhagia, dysmenorrhoea, mood altered, hot flush, anxiety, back pain, depression and dyspareunia outcome was unknown and the vaginal haemorrhage, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, hot flush, menorrhagia, mood altered, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2012 & (B)(6) 2014 on (B)(6) 2011 patient undergo for hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record : embedded device, menorrhagia, depression, back pain and abdominal pain lower. Lot number reported 826829 is invalid. Lot number: 825629, manufacture date: 2011-02, expiration date: 2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality-safety evaluation of ptc on 16-mar-2020: no new information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metallic coils within the cornua'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in a 27-year-old female patient who had essure (batch no. 826829-not valid,825629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy, dyspareunia, vaginal discharge abnormality, upper respiratory infection, fatigue, malaise, dysuria, arthralgia, musculoskeletal ambulation disability symptom complex, pain, pain, knee pain, uterine cancer, ovarian mass, depression, high cholesterol and numbness in leg. Concurrent conditions included phlebitis, ovarian cyst nos, uterine fibroids, leg pain, ovarian mass, stress incontinence, hyperlipidemia, ankle sprain, allergic rhinitis, backache, cervicitis, hypercholesterolemia, joint pain, lymphadenopathy, meralgia paresthetica, nicotine dependence, obesity, pharyngitis, sciatica, stomach pain, abdominal pain, productive cough, groin pain, back pain, cramp in lower abdomen, endometrial biopsy and stools watery. Concomitant products included ibuprofen, paracetamol (tylenol) and tramadol for back pain as well as atorvastatin calcium, atorvastatin calcium (lipitor), azithromycin, ethinylestradiol;norethisterone acetate (microgestin), ethinylestradiol;norgestimate (ortho tri-cyclen), ethinylestradiol;norgestimate (tri-sprintec), phentermine hydrochloride (phentermine hcl), sertraline hydrochloride, sertraline hydrochloride (zoloft) since 2000 and vitamins nos (multivitamin). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal),vaginal bleeding"), abdominal pain lower ("pain lower abdomen") and back pain ("back pain"), 8 days after insertion of essure. On (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6)2011, the patient experienced mood altered ("hormonal changes; moody,mood swings"), hot flush ("hot flashes"), anxiety ("mental anguish") and depression ("psychological or psychiatric problems: depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (ablation and d and c and total hysterectomy and bilateral salpingectomy/ oophorectomy (one side removal of ovary)). Essure was removed on (B)(6)2014. At the time of the report, the embedded device, dysmenorrhoea, mood altered, hot flush, anxiety, depression, dyspareunia and post procedural complication outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain lower, back pain, abdominal pain, genital haemorrhage and metrorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, hot flush, menorrhagia, metrorrhagia, mood altered, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6)2012 & (B)(6)2014 on (B)(6)2011 patient undergo for hysterosalpingogram. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record : embedded device, menorrhagia, depression, back pain and abdominal pain lower. Lot number reported 826829 is invalid. Lot number: 825629 manufacture date: 2011-02 expiration date: 2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: general abnormal bleeding, metrorrhagia, post removal complications added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent a total hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.